Manufacturer narrative:
The above combination of devices constitutes an off label application in the USA.

Event description:
It was reported that revision surgery was performed due to pain. The acetabular shell and femoral stem remain implanted.